Event description:
It was reported that the insulin pump alarmed an error during the manual prime process. It was stated that the customer's blood glucose was over 600mg/dl, and the mother is taken her to the emergency room. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was not able to prime during the prime test as a result of a loose drive support disk.